Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a filter extension set leaking when infusing unspecified fluids. It was reported that the user removed the filter and replace with new filter without issues. There are no additional information about the patient, medication, or event provided.